Manufacturer narrative:
(B)(4). Device evaluated by MFR: device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was obtained via femoral artery. The de novo, eccentric, 14mm in length, 5.0mm in diameter, 70% stenosed target lesion was located in the moderately tortuous and mildly calcified renal artery. A 5.0mm x 15mm x 150cm express sd renal/biliary metallic stent was selected to treat the lesion. When they introduced this device to the lesion, it encountered a significant resistance. They removed the device and found out that it was deformed. The procedure was completed with another of the same device. No complications were reported and patient's status is stable.